Manufacturer narrative:
An event of device deformity during deployment and heart block was reported. The investigation confirmed the device met functional specifications when analyzed at abbott under non-physiological conditions. It was indicated that there were no interactions with cardiac structures during deployment and no angulation/kink was observed with the delivery system. The correct size delivery system was used. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that a 10mm amplatzer septal occluder was selected for implant on (B)(6) 2024 using a 7f amplatzer torqvue delivery system. During implant, while in the left atrium the device took on a cobra shape. The patient went into heart block. No intervention was required to treat the heart block as it resolved on its own once the device was removed from the patient. The device was conformed back to its original shape and re-loaded and re-inserted into the patient. The device took on a cobra shape again. The patient developed heart block again. No intervention was required to treat the second heart block as it resolved on its own when both the device and delivery system were removed from the patient. The procedure was cancelled. There were no interactions with cardiac structures. There were no angulations or kinks noted on the delivery system. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.